Event description:
Sales rep reported that a surgeon notified her that a pt who was implanted with the profile anterior thoracolumbar plate may require a revision. One of the cancellous bolts had migrated. In follow up, the sales rep reported that other surgeons reviewed the case and it was agreed that at this time, no action would be taken. The screw appears to be encapsulated at this time and the pt is being monitored.

Manufacturer narrative:
No conclusions can be made at this time. Pt bone quality is unknown. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. Catalog number is unknown at this time. Will send follow up report if the info becomes available. As a result the baseline form lists that catalog number as unknown. Device family listing is attached to baseline.